Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy, cystoscopy, and excision of perianal skin lesion due to cystocele, sui, and perianal skin lesion. The patient experienced pain, bleeding, infection, urinary problems, and dyspareunia. On (B)(6) 2008, the patient underwent mesh revision surgery due to severe pain and worsening incontinence.

Manufacturer narrative:
It was reported that the patient underwent transvaginal urethral diverticulectomy, transvaginal sling revision, cystoscopy and cystourethroscopy x2 on (B)(6) 2015.

Event description:
It was reported that the patient underwent transvaginal urethral diverticulectomy, transvaginal sling revision, cystoscopy and cystourethroscopy x2 on (B)(6) 2015.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient underwent sling implantation to treat stress urinary incontinence. After implantation the patient experienced pain, infection, bleeding, dyspareunia and urinary problems. The patient underwent mesh revision on (B)(6) 2008 due to pain and worsening incontinence. As per operative report, the patient had a revision and removal of sling material on (B)(6) 2008. (B)(4) - dyspareunia; urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.